Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, subsequently expired after the use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports for this event. The associated MFR report numbers are: 1225714-2014-02407 and 1225714-2014-02408. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced cardiogenic shock, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR 1225714-2014-02407 and 1225714-2014-02408.